Event description:
It was reported the patient has ineffective stimulation therapy and inadequate coverage of her pain. An appointment with a neurosurgeon is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.